Event description:
A facility reported patient blood glucose results of 5.4 mmol/l on the inform system, 2.2 mmol/l lab result within 10 minutes. No adverse event reported. Strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.